Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when starting to sew through the face of one side of the face when the needle broke at 1 mm.